Manufacturer narrative:
The product analysis indicates that the reported overheating issue could not be confirmed. The handpiece would not turn due to corroded bearings. A pre-repair temperature test could not be performed. The bearings were replaced. The handpiece was repaired, tested, and passed all manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the drill overheated. There was no patient impact.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided indicates a replacement handpiece would have been used to complete the case.